Event description:
On (B)(6) 2009, pt reported he inserted a new battery into his infusion device and the display is blank. Had pt re-insert the same battery into the infusion device; the self test was performed, but the screen remained blank. Pt stated this is a new battery. Had pt insert a different new battery into the infusion device; the self test performed, but the screen was blank. Pt states the screen is "darker than it has ever been". Pt states it is possible the infusion device was exposed to water as they have had lots of rain and pt works outside. Pt stated he is on a back up infusion device now. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of suspect product for eval.